Manufacturer narrative:
Date of occurrence: (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event was observed in a small volume folfusor. The pump was filled with vancomycine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.